Event description:
The user facility reported to terumo cardiovascular systems corporation that just prior to cardiopulmonary bypass, the centrifugal pump began to squeal. This occurred after priming was complete and the pump had been running for approximately 1 1/2 hours waiting to go on cpb. No patient involvement as this occurred prior to cpb. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
The follow-up report is submitted tot he FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on may 7, 2015. The complaint sample was visually inspected upon receipt, during which no anomalies were noted. A review of the device history record revealed no production related anomalies. The actual sample was set up on a sarns drive motor built into a saline circuit. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the sample was observed for any running sound anomalies. Abnormal squealing was observed at 1200 rpm, 2100 rpm, and 2400 rpm. The issue is likely due to an abnormal interaction between the seal rotor and the stator surface. The complaint was confirmed.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).